Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 4 of 4. The home patient (hp) and bags were connected at the time of the alarm. The technical service representative (tsr) had the hp close all of the clamps and power off/on and then se 2367 alarm occurred. The tsr had the hp cycle the power off/on and the alarm cleared. The hp is no longer connected to the hc as the hp had to disconnect to get to the phone. The tsr advised the hp to let the nurse know of the air detect alarm. There was patient involvement, but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.